Manufacturer narrative:
The devices, used in treatment were returned for evaluation. A clinical evaluation was conducted and confirms based on the lab retrieval analysis, the metal debris was most likely due to the stripping off of the screw threads along with intertan damage secondary to encountered resistance during implantation through the proximal screw hole. Based on the report of surgeon removed ¿the metal materials as much as possible¿ from the medullary space, the possibility of retained foreign bodies could not be entirely ruled out. The patient impact beyond imaging, nail explantation/revision and reported 4.5 hour surgical delay could not be determined with confidence as the patient status was reportedly unknown. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. Factors and/or some potential probable causes that could contribute to the reported event include but not limited to design of device, improper size device used, lifetime of device, material in use, overuse, procedural/user error, traumatic injury, unclear user instructions. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after surgery the surgeon found a shadow in a x-ray image. After reconfirming the image, he found something remained. Then the same surgery was performed again using other implants/devices. After pulling out the nail previously implanted, a metallic piece was removed from the medullary space. Then removing the metal materials as much as possible, the surgery was completed by implanting other nail. Back-ups available. Delay greater than 30 min.